Event description:
Emergency room personnel were attending to a pt in full cardiac arrest, reported to be down for twenty minutes prior to ems arrival. An attempt was made to externally pace the pt, however allegedly there was no output from the pacer. The basis for this opinion of a malfunction was the lack of expected muscular reaction to pacing current. A back up unit was obtained and used with the same result. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability and the availability of a back up unit.